Event description:
Revision surgery - the pt was not compliant with using the original implants; also had soft tissue. The pt was overweight and would reach behind themself, beyond their range of motion, to lift up. The surgeon implanted a hemispherical for the pt.

Manufacturer narrative:
The original incident reported was the patient was not compliant with using the original implants and had soft tissue issues. There were no accidents or medical contraindications reported with this complaint. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with the glenoid head affecting 15 of the 92 items for nonconforming heads. All discrepant heads were returned to the vendor. In addition, one non-conforming material report for the socket shell affecting three of the 100 items for nonconforming morse taper angles. All of the discrepant parts were returned to the vendor. Neither of the non-conforming material reports was related to the cause of this product complaint. A review of the product complaint report history shows prior complaints for all of the associated part numbers. None of the complaints were the result of factors that led to the rsp damage identified in this complaint. There were no material, design, manufacturing, or surgical technique problems identified as the cause of this revision surgery. The root cause of this complaint as indicated by the surgeon was that the patient was not fully compliant after receiving the previous reverse shoulder prosthesis (rsp) system. The patient would on occasion use the affected arm at an angle out of the normal range to lift herself. The patient was overweight which could be a contributing factor to the damage. An examination of the device history record and product complaint reports showed the rsp system met material, design, and manufacturing requirements. There were no defects identified.